Manufacturer narrative:
(B)(4). The (B)(4) baby control mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned control pcb of the iw910afu baby control mobile infant warmer was inserted into a test infant warmer. The control knob encoder was subsequently performance tested for power level setting adjustment on manual mode and set temperature adjustment on baby control mode. Results: the performance test on the manual mode showed an erratic current power level on the power bar display when the control knob encoder was rotated. When it was tested on the baby control mode, the current set temperature setting registered on the display window showed that it was working intermittently. Conclusion: the control knob of an infant warmer is a (B)(4) that allows the micro-controller to sense movement and direction. It is used to set the temperature in baby control mode and the power level in manual mode. This off-the-shelf component is purchased from an external supplier. The problem with the reported unstable power display was attributed to a poor connection between the two contacts within the control knob encoder on the control pcb of the infant warmer. Further investigation revealed that the poor contact was likely due to an excessive amount of grease that accumulated between the two contacts of the rotary quadrature encoder. (B)(4). This leads to a poor connection of the control knob to the control pcb and eventually intermittent power level setting. When the two contacts of the rotary encoder were cleaned, the problem with the power display was resolved. All control knob encoders are performance tested during production and those that fail are rejected. A device history record (DHR) review was conducted and showed that the infant warmer referred to in the event description passed all production tests. This suggests that the fault with the control knob encoder developed post production. No patient consequence was reported as a result of this incident. The affected infant warmer was returned into hospital service after the control pcb was replaced by the hospital staff.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service technician that during the preventive maintenance check of the (B)(4) baby control mobile infant warmer, the power display was noticed to be unstable when the control knob was rotated. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service technician that during the preventive maintenance check of the iw910afu baby control mobile infant warmer, the power display was noticed to be unstable when the control knob was rotated. No patient consequence was reported.